Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-05305, 2134265-2018-05307, 2134265-2018-05308 and 2134265-2018-05315. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 7.0 x 100 x 135cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and an 8.0 x 40 x 135cm mustang¿ balloon catheter was then advanced to perform the pre-dilatation. However, during the third inflation at 18 atmospheres for 18 seconds, the balloon also ruptured. The device was completely removed and a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to perform the pre-dilatation. However, during the second inflation at 12 atmospheres for 12 seconds, the balloon also ruptured. The device was completely removed and a non-bsc stent was then deployed to treat the lesion. Subsequently, an 7.0 x 100 135cm mustang¿ balloon catheter was advanced for post-dilatation. However, during the third inflation at 18 atmospheres for 18 seconds, the balloon ruptured. The device was completely removed and an 8.0 x 40 75cm mustang¿ balloon catheter was advanced to perform the post-dilatation. However, during the second inflation at 16 atmospheres for 20 seconds, the balloon also ruptured. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: the device was not returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 9mm distal to the distal edge of the proximal. An examination of the balloon material and distal markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-05305, 2134265-2018-05307, 2134265-2018-05308 and 2134265-2018-05315. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 7.0 x 100 x 135cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and an 8.0 x 40 x 135cm mustang¿ balloon catheter was then advanced to perform the pre-dilatation. However, during the third inflation at 18 atmospheres for 18 seconds, the balloon also ruptured. The device was completely removed and a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to perform the pre-dilatation. However, during the second inflation at 12 atmospheres for 12 seconds, the balloon also ruptured. The device was completely removed and a non-bsc stent was then deployed to treat the lesion. Subsequently, an 7.0 x 100 135cm mustang¿ balloon catheter was advanced for post-dilatation. However, during the third inflation at 18 atmospheres for 18 seconds, the balloon ruptured. The device was completely removed and an 8.0 x 40 75cm mustang¿ balloon catheter was advanced to perform the post-dilatation. However, during the second inflation at 16 atmospheres for 20 seconds, the balloon also ruptured. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was good.